Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an apex balloon catheter with no other devices. There was blood in the inflation lumen and balloon. The midshaft was twisted at the guidewire exit notch. Microscopic examination of the balloon did not reveal any damage or irregularities. Functional testing was performed by connecting a water filled inflation device to the device. As pressure was applied, water exited out of the distal tip. Magnified inspection of the inner shaft revealed a pinhole in the inner shaft 1mm of the proximal markerband. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed, 28mmx3.0mm, eccentric, de novo target lesion contained >45 and < 90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50mm x 15mm apex¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated 2 - 3 times at 14 atmospheres for a duration of 5 seconds per inflation. However, upon the third inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed, 28mmx3.0mm, eccentric, de novo target lesion contained >45 and < 90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50mm x 15mm apex¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated 2 - 3 times at 14 atmospheres for a duration of 5 seconds per inflation. However, upon the third inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.